Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "two purple tubes showed non-coagulation appearance, the specimens showed agglutination during inspection."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: bd received samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clotting/agglutination was observed. Two representative samples were checked for appearance and all samples met the product specifications. Additionally, retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting/agglutination was not observed. 100 retention samples were visually inspected. All were within product specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/agglutination) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for agglutination based on the photo provided. Representative samples evaluated and retention samples were within specification. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "two purple tubes showed non-coagulation appearance, the specimens showed agglutination during inspection."